Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. Code 4614 a severe injury, illness or impairment which requires hospitalization or medical intervention. Code 4642 use of an additional or alternative device was required to achieve optimal outcome. Code 2682 problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. Code 515 tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. Code 3331 the investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. Code 4111 the investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. Code 4114 the actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. Code 213 the device either functioned as intended or a problem was not found. Code 4315 the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent emergency endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag ac) for the impending rupture of the descending aortic aneurysm. The ctag ac was deployed just above the superior mesenteric artery. A distal type I endoleak was observed during the procedure, but it was determined to wait and observe it. The patient tolerated the procedure. On (B)(6) 2022, distal type I endoleak and bowel ischemia (see below update regarding ischemia) were confirmed, so it was determined to perform quasi-emergency reintervention. A stent graft and a metal stent were deployed in the superior mesenteric artery. An additional ctag ac was deployed to bridge the previously implanted ctag ac and pre-existing stent graft in the abdominal aorta. Both renal arteries were intentionally covered by the additional ctag ac. The patient tolerated the procedure. The physician stated as follows: since renal function was originally poor, dialysis had been planned. The renal arteries needed to be covered to control el. Update from (B)(6) 2022: the fsa provided the cause of the ischemia. Q1. Are there any possible cause of bowel ischemia?. The following two points can be considered as the causes of bowel ischemia. (1) there was a stenotic part at the origin of sma. (2) the celiac artery was covered with a stent graft (intentionally covered during emergency tevar).